Event description:
Med surg rn disconnected a primary intravenous tubing line from the medi-port connection port exerting regular effort. The tip of the primary tubing line broke off and got stuck in the connection hub. Primary rn had to replace the medi-port access to ensure that the port can be infused with medication and no plastic fragments were left that can compromise cleanliness of the connection. Central supply manager and risk management made aware.